Manufacturer narrative:
Additional device code: kwq. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during the clavicle fracture surgery, the surgeon was having a hard time when inserting two (2) cortex screws, two (2) 14mm locking screws and one (1) 12mm locking screw into superior/anterior plate with extension. Five (5) total screws were difficult to engage into the bone through the plate. Surgeon was complaining that the screws were not engaging with ease. Sales consultant was unable to see exactly what was going on due to the distance of the sales consultant from the patient. It was suspected that the stardrive screwdriver shaft t8 was worn. Sales consultant stated that there was no other stardrive screwdriver shaft on the tray and wasn't able to examine the screwdriver shaft because there was another procedure right after the fracture repair. It was unknown if there was a surgical delay. Procedure and patient outcome is unknown. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Investigation flow: damage visual appearance not as expected: the returned device was examined, and the device extreme tip was observed slightly twisted in the direction of screw insertion. No new issues were noted. The returned device condition is consistent with given complaint condition of difficulty in screw engagement to plates and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: following drawings of current/time of manufacture revisions for the returned device were reviewed and no design issues were noted: top-level drawing: screwdriver shaft: 314_467. Dimensional check was not able to be performed due to post manufacture twisted tip condition. The complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot part number: 314.467. Synthes lot number: h527308. Release to warehouse date: 06-jun-2018. Manufacturing site: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. While no definitive root cause for observed device condition could be determined from the given information, it is possible that unintended excessive forces during screw insertion would have led to twisted tip condition on the returned device. Device was used for treatment, not diagnosis